Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to patient infection.

Event description:
Boston scientific received information that the device system was extracted due to pocket infection.